Event description:
The customer reported via the sales representative that the anchorage screw was allegedly not engaging in the plate. The surgeon changed both the plate and the screw. A second screw would not engage with the plate so the surgeon changed the screw again. Surgery was completed successfully with the 3rd screw and there was an estimated surgical delay of 10 minutes. At the time of intake, product codes and lot numbers were not available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident that a screw went through this anchorage plate could be confirmed, since the device was returned for evaluation. The root cause of this problem has been identified as a design issue. This problem has been identified during nc and is addressed by a CAPA. A new design will be implemented as soon as validated.as this breakage is due to a design issue and a plate had to be discarded, a credit note will be provided. A review of the device history for the reported lot did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported via the sales representative that the anchorage screw was allegedly not engaging in the plate. The surgeon changed both the plate and the screw. A second screw would not engage with the plate so the surgeon changed the screw again. Surgery was completed successfully with the 3rd screw and there was an estimated surgical delay of 10 minutes. At the time of intake, product codes and lot numbers were not available.